Event description:
It was reported during a lumbar fusion surgery the locking cap got cross threaded. Surgeon attempted to remove the cap, but it was cold-welded to the screw and would not move. Cap was holding screw properly and was left in place. Surgery was completed with an add'l 5-10 minutes due to this incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.